Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers 1627487-2019-06731, 1627487-2019-06732. It was reported that the patient was not receiving adequate relief from the system. Multiple reprogramming were attempted with no success. In turn, surgical intervention was undertaken wherein the entire system was explanted and replaced. Postoperatively, the patient has effective therapy.